Event description:
A surgeon reported that during a cataract extraction procedure, the phaco tip of the handpiece became very hot prior to sculpting and during sculpting resulting in a corneal burn. The surgeon stated the sleeve appeared to be correctly placed and the handpiece was functioning properly during irrigation. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).